Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: a complaint of issues with the connector was received from the customer. No product or photo was returned by the customer. The customer complaint of adapter/ connector defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5312-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with needleless connector the connector was damaged and unable to unscrew or tighten. The following information was provided by the initial reporter: customer reported that the product did not perform as expected. The connector end is very stiff and difficult to unscrew/tighten, especially with one hand as is required when starting an IV. Additional information received from customer: -did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient? If yes, please provide details. Yes, multiple ivs have been lost in the pre-op area due to j-loop failure causing additional IV starts/needle sticks to patient and delay of surgery. Ivs have been lost in a variety of other areas as well, causing additional IV sticks and delay in treatment.